Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had air bubbles in the reservoir. Customer was unable to get the air to stop and stated there was excessive air in the reservoir. Customer's blood glucose was 100-150 mg/dl at the time of the incident. Customer stated that the bubbles were small bubbles that collected into a large bubble after a few hours. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was stored at room temperature. Customer was currently driving and could not troubleshoot. Customer was advised to monitor the issue and to call back to complete troubleshooting.